Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported 4.5 months after the dental implant and abutment were placed in ada site 2, the implant lost osseointegration in type iii bone. Clinician reports non-compliance with diet. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The dentist reported that immediate load and immediate implant were performed.

Event description:
The clinician reported 4.5 months after the dental implant and abutment were placed in ada site 2, the implant lost osseointegration in type iii bone. Clinician reports non-compliance with diet. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4)